Event description:
It was reported that during a postoperative appointment, it was found out the patient had some anatomical impedances. The issue started with reprogramming when patient could not feel the stimulation. X-ray was taken and revealed lead migration. The patient underwent a revision wherein the lead was successfully repositioned.